Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The surgical pattie (id801402) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the pattie/strip unit was inspected using the unaided eye. The complaint of a burn mark was confirmed by the failure analyst. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. The lot number was not provided therefore the applicable operators and site of manufacture could not be determined.¿ a corrective action has been implemented to investigate the patties/strips product family.

Event description:
A facility reported a brown stain and thread joint in a surgical pattie ((B)(4)). Another product was used for the procedure. No information of surgical delay was available. No adverse consequences to the patient were observed. It is unknown how the product was stored and for how long the facility have these stored.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.